Manufacturer narrative:
The cac adapter was returned, various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the returned cac adapter revealed that the device met specifications; the device passed visual examination and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is report one of three reports (3007042319-2016-01370, 01371, 01372) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of three reports (3007042319-2016-01370, 01371, 01372) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the patient to the perfusionist that he saw power switching. Log files show power switching and battery exchange was recommended. Cac/bat were swapped and smr updated (B)(6) 2016. Patient is in good condition at home. Exchange resolved the issue. No consequences to the patient. Investigation is ongoing.